Event description:
It was reported that the pump touchscreen was cracked and unreadable and unresponsive. Reportedly, the pump was hit against a hard surface. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.